Manufacturer narrative:
This is a definitive report. The physician stated that he had a another patient with a similar but non-serious reaction which involved a (B)(6) male patient who had his first injection in this series the week prior (week prior to (B)(6) 2016). The onset of symptoms were about a week later. The culture did not grow (B)(6). 80 cc was removed from his knee. The physician checked on his patient many times and says the patient is doing better and feels like he is recovered. The physician thought it was odd that another patient experienced a similar but non-serious reaction in such a short span of time, so he wondered if there was a relation. According to the manufacturer, there were no problems in the specification test results before the release and the records of manufacturing process for the reported lot. And also no deviation from the standard manufacturing process and environment. Furthermore, no adverse event has been reported from other facilities in the us except for this case, the (B)(6) infection was therefore not related to product quality.

Event description:
The injection physician was not willing to provide specific patient information. He stated that the patient was a female, (B)(6), in a severe stage of oa; the patient was not immunocompromised in any way. Patient has had many prior injections of supartz-over a years worth. In this series, the injections were a week apart (physician not willing to provide prior dates). Approx dates would be (B)(6) 2016. (B)(6) 2016 - she received the 4th supartz injection. Onset of symptoms were approximately a week later, maybe a little more. She complained of fever, warmth, pain in knee, and minimal swelling. Cultures grew (B)(6) infection. (B)(6) 2016- the physician treated the patient with a PICC line IV with vancomycin and washout. (B)(6) 2016 - injection physician followed up with the patient afterwards and reports she is better. The physician is unsure of batch number. He stated it may be lot # 5g828n. Unsure if he purchased from the sales partner or a retail pharmacy. According to the market trace, lot # 5g828n may have been from a retail pharmacy. (B)(6) 2016 - according to the physician, the patient is recovering.